Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's complaint could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported pt was ordered 2 bags of magnesium sulfate back to back, 50mls each over 2 hours each (hung as secondaries). Maintenance IV fluid was running at 70ml/hr. During the second bag of magnesium sulfate, the nurse found that the bag was empty in one hour instead of two and that the primary infusion delivered 490mls in that hour. The primary bag was a 1 liter bag. No pt harm. The tubing was discarded. Devices will be sent in for investigation. There was no report of pt harm or medial intervention. Although requested, no additional info was provided.